Event description:
The customer contact reported the patient received more medication than intended. At 1030, the device was programmed to deliver dilaudid 1mg/ml, in the pca only mode, with a 0.4mg loading dose, a 0.3mg pca dose, a 10 minute patient lockout, and a 1.8mg 1 hour dose limit, and the delivery was started. At 1227, the customer contact reported that the patient returned from the x-ray department. At this time, the customer contact reported that the nurse checked the device and noted "13ml was missing from the vial"; however, the display indicated 1mg had been delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.93ml from an expected delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicates that on (B)(6) 2011 between 1040 and 1047, the device was powered on, an 18mg total cleared, history cleared, a 0.1mg/ml custom vial confirmed instead of the customer reported 1mg/ml, door was locked, there was one check setting alarm, a 0.4mg loading dose was delivered, the device was programmed to deliver in the pca lockout, and a 1.8mg 1 hour dose limit and the door was locked. Between 1245 and 1920, there were two 0.3mg patient initiated deliveries, there was a malfunction 489 (user interface data error) alarm, the device was powered on, there was a barcode not read alarm, a check vial alarm, a check syringe alarm, a check settings alarm, the door was locked and opened, and the device powered off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.